Manufacturer narrative:
The technician found the casters were pushed past their limits and broke the brake stems. The tech replaced the brake casters to repair the bed.

Event description:
Info received indicates, the brake will not hold.